Event description:
Patient has been revised to address an unknown reason.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision bi-lateral, asr hip resurfacing system (left); asr hip resurfacing system (right); update received: 25th october 2013 - amended product: from spacer to cup. Update received: 5th november 2013 - amended implant date: (B)(6) 2007, clarified revision dates, added revision date for right side and clarified which product belongs to which side. Left side revision date: (B)(6) 2013; right side revision date: (B)(6) 2012. Update - querying missing hospital, surgeon and reasons for revison for both hip sides. Added lot number to cup for left side. Added all product expiry and manufacturing dates for both side hips, filled out all missing mw fields. Filled in "date of revision" category with the left side revision date. Right side revision date descripted below. Taken from claimsuite dated 17th april 2015. Lot number for left cup - 2386871, right side revision date - (B)(6) 2012. Update - right side implant date has been provided, this is the only info available for the right side "no further info available ¿ advised of revision by solicitor.", amended revision date for left side and added the surgeon, hospital and reason for revision for left side. Also attached the scf for the left side. Taken from email dated 21st april 2015 - ab on 22nd april 2015. Right side implant date - (B)(6) 2006, right side revision date - (B)(6) 2012. Left side implant date - (B)(6) 2007, left side revision date - (B)(6) 2010. Left side surgeon - (B)(6), left side hospital - (B)(6) hospital, left side reasons for revision - pain, noise, alval.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.